Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be two electrically leaky filters, designators fl9 and fl11 from the analog pcb assembly. The leaky filters caused the internal hlc batteries to deplete. The customer received a replacement device.

Event description:
The customer reported that their device was displaying all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.